Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic when non-sustained rv oversensing episodes were observed on merlin.net transmission. Device interrogation noted that the oversensing was transient and didn't occur since the event date. Patient reported travelling abroad in long flight at the time of episodes and patient might have electrolyte imbalance. Oversensing was not reproducible in clinic. No intervention was performed. Patient was stable throughout the event. Patient will continue to be monitored.